Event description:
It was reported that during a lobectomy procedure, the pad dropped from the device. The pad did not fall into the pt. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.